Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance values from the rv and superior vena cava (svc) coils. The lead was capped and replaced. No patient complications have been reported as a result of this event.